Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the clinic for follow-up. Device interrogation revealed the patient's right atrial (ra) lead was over-sensing noise which triggered inappropriate mode switch episodes. The lead was capped and replaced on 18 may 2021. The patient was stable.